Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed; however, the product was not returned. (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the component was broken due to fatigue. No other information was reported about the incident. Medium activity level.